Manufacturer narrative:
Investigation evaluation: reviews of the device history record, complaint history, quality control data, instructions for use(IFU), and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows there was one non-conformance associated with this complaint lot number, which was related to a gluing issue. All devices were reworked to meet specification. A review of complaint history records shows no other complaints associated with the complaint device lot. Furthermore, reviews of the quality control procedures and specifications were conducted, and no gaps were discovered. The instructions for use(IFU) provides the following information to the user related to the reported failure mode: precautions several different factors affect the life of any fiber, including: improper handling. Never subject fiber optics to sharp bends in handling, use or storage. Discard any fiberoptic assembly that is cracked or broken or does not meet minimum transmission standards. Fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. The complaint was confirmed based on customer testimony. Cook has concluded that based on evidence presented, investigation conclusion could not be determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: k133788. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported when they took the fiber out of the packaging, it was already broken. A 2nd fiber was opened and the same thing happened as the fiber was already broken. A third g25293-hlf-s200-hsma was opened and used (lot unknown) to complete the procedure. This report is for the first broken fiber reported. The second broken fiber is reported in MFR. Report 1820334-2019-01158.